Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent continuous glucose monitor (cgm) data availability, described as sensor unavailable and signal loss affecting dexcom g7 data display, which resolved when the ilet was held near the phone, after which the ilet mobile application displayed glucose readings. No adverse clinical symptoms reported. Outcomes included no injury and no need for medical intervention. User support included troubleshooting and education regarding signal loss and device connectivity. Investigation of this case revealed a communication disruption between the cgm transmitter and the responsible receiving device, consistent with cgm signal loss; device performance resumed when proximity improved, indicating transient connectivity interference rather than sensor failure. It was concluded, based on established findings for similar reports, that the cause was communication interference leading to temporary signal loss.